Manufacturer narrative:
During quality investigation testing, overheating was not duplicated. Further investigation revealed a damaged rotor, motor, press plug and other component parts. Corrosion damage to the rotor bearings and the motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was sent in for repair because it was overheating during a uni-knee procedure. No adverse event was reported, the procedure was complete with another device that was readily available; no procedure delay was reported.